Event description:
Our sales rep reported to us that during a training he observed that it was not possible to separate the devices anymore.

Manufacturer narrative:
Eval summary: the reported event was confirmed. A review of the device history and a review of the risk analysis did not indicate any abnormalities. No corrective actions were required at this time. Eval and appearances of the damages suggest that the devices became damaged due to fretting corrosion. High surface pressure was assumed which can be caused by misaligned assembly and / or by foreign substances between the affected parts. With available info a real cause could not be determined. (B)(4) nail holding screw, tibia t2 tibia 10 mm lot# unk; (B)(4) tibal nail, standard t2 tibia ?12x360 mm lot# k644789.